Event description:
It was reported via sales that an edwards aortic magna ease valve size 25 mm was explanted at implant due to a perivalvular leak which was attributed to patient anatomy; true bicuspid valve with 180 degree coronary ostia. Report indicates a jet coming up around the sewing ring where calcium was built up was noticed on echo after discontinuation of bypass. The valve was removed and replaced with another same model/size valve, and no further complications reported.

Manufacturer narrative:
Report of an aortic bioprosthetic valve which was explanted at implant then replaced with another same model/size valve due to perivalvular leak which was reportedly attributed to patient anatomy; true bicuspid valve with 180 degree coronary ostia. The report indicates there was a jet coming up around the sewing ring where calcium was built up was noticed on echo after discontinuation of bypass. The patient did well post surgery. The explanted device has not been returned or evaluated. Perivalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. It was reported in this case that this event is related to patient anatomy and calcium build up. There has been no information to suggest a device malfunction or quality deficiency related to this event. Edwards will continue to review and monitor all events.

Manufacturer narrative:
Evaluation codes: method other = x-ray. Evaluation summary: as received, leaflets 1 and 3 appeared torn at commissure 1. Leaflet 1 had a tear approx 3mm in length, leaflet 3 had a tear approx 2mm in length. Mechanical damages were observed near the tears, mechanical damages appeared to be serrated, damages on leaflets 1 and 3 were both approx 3mm in length. These damages are most likely due to explant or implant. The wireform was intact, as evident in the x-ray. Additional manufacturer narrative: as previously stated, a perivalvular leak can only be confirmed during the surgery or by echocardiography. The inconsistencies observed on the returned leaflets likely occurred during explant/manipulation of the device. The product labeling (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. As reported, it is likely that this event is related to patient factors, in addition to operational context. No further action is required at this time, edwards will continue to review and monitor all events.